Event description:
Sorin group (B)(4) received a report of a noisy centrifugal pump with consequent centrifugal pump head temperature increase occurring during the procedure. There was no report of patient injury.

Manufacturer narrative:
The serial number was not provided, the manufacture date is unknown. Sorin group (B)(4) manufactures the scp pump. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of a noisy centrifugal pump with consequent centrifugal pump head temperature increase occurring during the procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.